Manufacturer narrative:
This investigation is complete. Upon further information this case will be updated.

Event description:
It was reported that high out of range pace impedance measurement were seen when it comes to this right ventricular lead. The lead was surgically abandoned and will not be returned. No adverse patient effects were reported.